Manufacturer narrative:
Broken screw stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken screw stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted.